Event description:
While running startup, the customer reported the manual probe was leaking clear fluid on the lh500 instrument. The volume was reported as 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined the blood sampling valve (bsv) was not working properly so he replaced the bsv to resolve the leak. Upon recur, the failure mode identified could cause erroneous results for cbc and differential parameters due to inadequate rinsing of the probe between samples. The manufacturer reference number for this event is (B)(4).